Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and severely cracked and bleeding lcd glass. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self-test, unexpected restart test, and all operating current measurement due to lcd physical damage.

Event description:
The customer's parent reported via phone call that the customer fell and cracked the insulin pump's screen. Customer's blood glucose level was 276 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.